Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the "white part and silver part" of the clip detached during a therapeutic clipping procedure involving an olympus long clip. The procedure was completed with a back-up device and there was no patient injury reported.